Event description:
(B)(6). Bilateral patient. It was reported that after a bilateral bhr hip surgery, the patient experimented high metal ion levels and kidney disease associated with those metal ions. The patient underwent a revision surgery of the right hip to address the condition. Even though, no revision surgery or medical intervention has been scheduled to intervene the left hip system, its influence cannot be discarded as a possible cause of the adverse event reported.¿

Manufacturer narrative:
Internal complaint reference (B)(4).